Manufacturer narrative:
Correction: section h4 - device manufacture date: in initial report, the manufacturer date provided was inadvertently reported as 07/14/2009, however the correct date is 07/30/2009. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had a flap tear on unknown eye. Doctor explained that while lifting the flap, he noticed the tissue appeared slightly thin. As he continued, he observed a tear toward the hinge. He proceeded to lift the flap fully and complete the excimer treatment. A bandage contact lens (bcl) was placed overnight. Patient's visual acuity is 20/80 in the affected eye, and epithelial healing is still in progress. No additional information was provided.